Event description:
(B)(6)clinical study. It was reported that vessel dissection occurred. In (B)(6) 2018, clinical status assessment identified the subject's qualifying condition as rutherford category 3. Subsequently, the index procedure was performed. Target lesion was located in the left superficial femoral artery (sfa) had 100% stenosis, with a reference vessel diameter of 6 mm, a length of 7 mm and was classified under unknown tasc ii lesion. Target lesion was treated with pre-dilatation using 6 mm x 80 mm balloon. Following pre-dilatation, the target lesion was treated with standard percutaneous transluminal angioplasty (pta) using 6 mm x 80 mm sterling pta balloon. Post-standard pta treatment, grade 'c' dissection was noted which was treated with bare metal stent bailout. The event was considered resolved.

Event description:
It was further reported that the dissection was noted during post-dilatation with a 6mmx8mm balloon catheter and not post-standard pta treatment as what previously reported.

Event description:
Ranger ii sfa clinical study. It was reported that vessel dissection occurred. In (B)(6) 2018, clinical status assessment identified the subject's qualifying condition as rutherford category 3. Subsequently, the index procedure was performed. Target lesion was located in the left superficial femoral artery (sfa) had 100% stenosis, with a reference vessel diameter of 6mm, a length of 7mm and was classified under unknown tasc ii lesion. Target lesion was treated with pre-dilatation using 6mm x 80mm balloon. Following pre-dilatation, the target lesion was treated with standard percutaneous transluminal angioplasty (pta) using 6mm x 80mm sterling pta balloon. Post-standard pta treatment, grade 'c' dissection was noted which was treated with bare metal stent bailout. The event was considered resolved. It was further reported that the dissection was noted during post-dilatation with a 6mmx8mm balloon catheter and not post-standard pta treatment as what previously reported. It was further reported that the vessel length was 70mm not 7mm as what previously reported. Following balloon angioplasty, angiogram revealed antegrade flow restoration with a recoil stenosis in the mid superficial femoral artery (sfa), which was treated with 6x100mm innova stent.